Event description:
Reportable based on device analysis completed on 26-nov-2018. It was reported that lost image occurred. The 95% 35 mm x 3.0 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. During percutaneous coronary intervention, an opticross ic imaging catheter was used. However, lost image occurred during withdrawal. The procedure was completed with a different device used. No patient complications were reported. However, returned device analysis revealed a non bsc wire was observed stuck in the exit hole port of the catheter. Device evaluated by MFR: investigation completed. Device was returned for analysis. A non bsc wire was observed stuck in the exit hole port of the catheter. However, there was no damage that was observed in the exit hole port. There were several kinks observed in the distal sheath assembly and the imaging window assembly of the catheter. Impedance testing showed an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was encountered in the non-heat shrink area of the telescope. Imaging core windup began 27.5 cm from the distal end of the connector shaft. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.